Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with a non-qualified handpiece and non-qualified viscoelastics. The sample was not returned. The root cause was determined to be related to the patient's eye anatomy. The customer indicated that the poor visual outcome was due to a very flat cornea. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged in a secondary procedure due to poor visual acuity. The iol was exchanged for a different model. Additional information was provided by the surgeon that the poor visual outcome was due to a very flat cornea. The patient was experiencing extreme glare and halos from the iol. The patient is now very happy with his new silicone iol for distance vision.